Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. A review of the in-house testing history of strip lot 368057a was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged variances between a patient's inratio inr results and the laboratory inr results. Results are as follows: (B)(6). Therapeutic range: unknown. Reportedly, multiple drops of blood was applied to the test strips. This is considered to be an improper technique when performing the inratio test. There was no reported adverse patient sequela. There was no additional information provided.